Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The reported issue was due to unknown contaminants on the exhalation module. The ventilator failed the initial final test at the patient outlet port leak test due to the unknown contaminants on the exhalation module. Vyaire medical replaced the exhalation module to address the reported issue.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). This device is currently in house in palm springs and is pending an investigation. Once completed and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that during volume delivery, some of the volume is dump out of the safety valve. There was no report of any patient involvement associated with this reported event.